Manufacturer narrative:
The batch record for pn 930700ln 0303523 was reviewed and there are no defects reported related to "foreign material" during routine in-process inspections during the packaging of the lot.a definite root cause can't be identified without an actual sample or a picture of the defect. The most probable root cause is inadequate gowning by associate(s) and/or preventive measures during the packaging of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : please see narrative below.

Event description:
Material no.: 930700 batch no.: 0303523. It was reported by the distributor that the device had particulate. Per report: particulate.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported by the distributor that the device had particulate.